Event description:
During the rvot (right ventricular outflow tract tachycardia) procedure, it was reported the patient's blood pressure dropped. Pericardial tamponade was confirmed by cardiac echocardiogram. Additional information provided was stating that this event occurred during ablation. Physician noticed steam pop and impedance rise prior to the event. Patient has received 23 ablation phase prior to the event. Patient's blood pressure dropped and quickly became unresponsive. No pulse or b/p was palpable. CPR was initiated and pericardiocentesis was performed. A 420 cc of blood was aspirated from the pericardial space. Patient returned to stable condition and was transferred to unit for monitoring with drain still in place. Patient's condition was stable and was discharged after 2 days.

Manufacturer narrative:
(B)(4) concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service.

Manufacturer narrative:
(B)(4). During the rvot (right ventricular outflow tract tachycardia) procedure, it was reported the patient's blood pressure dropped. Pericardial tamponade was confirmed by cardiac echocardiogram. Additional information provided was stating that this event occurred during ablation. Physician noticed steam pop and impedance rise prior to the event. Patient has received 23 ablation phase prior to the event. Patient's blood pressure dropped and quickly became unresponsive. No pulse or b/p was palpable. CPR was initiated and pericardiocentesis was performed; 420 cc of blood was aspirated from the pericardial space. Patient returned to stable condition and was transferred to unit for monitoring with drain still in place. Patient's condition was stable and was discharged after 2 days. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.